Event description:
The customer reported that the system's remote control, the fluoroscopy button and the pedal would not work. The bulb switch socket was broken and the bulb switch connector was displaced. The remote control battery was worn. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote control battery was replaced and the bulb switch connector was repaired. The fluoroscopy pedal needs to be repaired. The system was tested and found to be working as intended and put back into service.